Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) and exhibited high out of range above 200 ohms right ventricular (rv) shock impedance. Technical services (ts) recommended further evaluation and commanded shocks. A high energy shock was delivered and within range measurements were obtained. This rv lead remains in service. No adverse patient effects were reported.